Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. As the lot number of the pk papyrus us concerned was not reported by the hospital, the production documentation of the last three pk papyrus us lots that were delivered to this hospital prior to the reported event date was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent cover is performed. Based on the conducted investigations, no manufacturing or material related root cause could be identified.

Event description:
The pk papyrus was used to treat a perforation. It was noted that after delivery and deployment of the pk papyrus, the stent did not seal properly.